Event description:
It was reported that during a total knee revision procedure, the patient developed a post-operative knee infection. Consequently, the existing 3 x 11 revision poly insert was removed and replaced with a new 3 x 11 revision poly insert.